Manufacturer narrative:
The bench engineer replaced the front bezel, and the issue was resolved. The customer's alleged malfunction was confirmed. Previous investigations have shown that the root cause of the navigation ring failures was determined to be liquid ingress due to the variability of the assembly process.

Event description:
The service engineer (se) reported the nav-ring is defective as the issue was found during servicing. There was no patient involvement. The se determined the front bezel needs to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.